Event description:
It has been reported to philips that system would not turn on. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and noticed that the fuse on the mpdu (main power control unit) board was blown. The fse replaced the parts and system returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was not turning on. During troubleshooting, fse found that the mpdu (main power control unit) board was blown. Fse replaced fuse. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.